Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event details and patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is unknown.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention on an unknown date during which the ipg was replaced with that of another manufacturer's.